Manufacturer narrative:
The actual device was returned to the manufacturer facility for evaluation. The priorityone catheter and the extension tube were included, but the combined guiding-catheter and guide-wire were not attached it. Visual inspection revealed that the guide-wire lumen was torn over 3.0 mm around the gw-lumen exit. A review of the device history record of the product code/lot# combination was conducted with no findings. This complaint lot passed all tests and inspections including tubing profile, gw-lumen passage, gw-lumen tube bonding condition. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event by stating in the instructions-for- use (IFU): "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation." Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972. Exemption number e2015021.

Event description:
The user facility reported the catheter malfunctioned. During an intervention the priority one was stuck on the wire after aspirating the clot. The doctor could not remove the priority one without pulling the rtns wire with the catheter. The patient was reported to be stable. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sectiondevice manufacturer date. Was inadvertently reported (B)(6) 2016 on the initial report, however the correct date is (B)(6) 2014, and section UDI# was left blank, the UDI has been entered.